Manufacturer narrative:
(B)(4). D10: concomitant devices - nexgen lps-flex porous femoral component, catalog #: 00576201451, lot #: 61161534. Nexgen tm patella 28mm x 10mm, catalog #: 00587806128, lot #: 61498737. G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address tibial implant fracture after a fall approximately fourteen (14) years post-operatively. Patient was noted to have instability after the fall. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: d4, h4. Visual evaluation of pictures provided showed evidence of use (surgical debris) with implant wear and fracture. Radiographic review identified narrowing of the patellofemoral compartment. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.